Event description:
Patient contacted dexcom on (B)(6) 2012 to report that upon removal of sensor on the same day, the sensor wire remained protruding from insertion site. Patient removed the wire from his skin. At the time of his call to technical support, patient reports that no medical intervention was required and that he is in fine condition.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.